Manufacturer narrative:
Follow-up #1 07/31/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2013 with the following findings: the pump black box showed no evidence of a load step malfunction occurring. A rewind, load, and prime step were performed without any loss of primes duplicated. A force sensor calibration test was completed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.